Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with bradycardia. Upon interrogation, it was found that the patient's right ventricular lead exhibited high, out of range impedance with intermittent loss of capture. The physician alleged the outer coil was broken. The lead was capped and replaced on (B)(6) 2020. The patient was stable.